Event description:
It was reported that there was a catheter issue of no flow from the catheter when aspiration was attempted during pump eri (elective replacement indicator) replacement. X-rays were performed. No patient symptoms or complications were associated with this event. The issue was resolved by complete explant and replacement. The customer discarded the device so it was not available for analysis. The pump was used to infuse baclofen (gablofen). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l62216, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, lot# n084301, implanted: (B)(6) 2008, product type: catheter. (B)(4).